Event description:
Report received of an overdelivery. The customer contact indicated that the event was a result of an operator error in programming the device. In 2004 at 1100, the pump was programmed to deliver 500mg of furosemide in 100ml at a rate of 20ml/hr instead of the intended rate of 4ml/hr. Upon arrival to the "surgical acu", the receiving nurse noted the error. The pump was removed from service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.